Manufacturer narrative:
The device was returned to the MFR and analyzed. Fiber analysis: the fiber body is broken into 3 pieces with one of the tips of the broken pieces showing evidence of burnt material. The fiber tip and outer fiber sheath show no sign of damage/crushing. The probable root cause was likely due to a handling issue. Ref: MFR report number 2937094-2013-00034.

Event description:
The customer reported that "fiber failed right after opening from the package (plug in and failed)." The procedure was completed with a second fiber. There was no pt injury reported. This report is for the first fiber.